Manufacturer narrative:
Product event summary: at analysis the stated reason for return of "fell on floor and does not power on" was not confirmed, the programmer was noted to start up without problems. However analysis did note that the feet on its lower case were worn out, the stylus was not working and software errors were found in the update history. The stylus was replaced, the touch screen was calibrated, software was installed, the device was cleaned and it then passed its electrical safety test and all final functional and systems tests.

Event description:
The programmer was returned for service because it was dropped and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.